Manufacturer narrative:
The customer report of the lifeband being unable to remove out of the autopulse platform (sn (B)(4)) due to the stuck drive shaft was confirmed during functional testing of the returned platform. The root cause was due to binding and resistance on the clutch plate which prevented a smooth rotation. Unable to perform initial functional testing due to stuck part of the lifeband. The lifeband band clip was stuck inside the driveshaft channel due to the drive shaft being unable to rotate to the home position. The shaft was moved in the thrust direction and the shaft was unlocked allowing to remove the part of the lifeband. Following this, the platform was tested and was able to run for 50 minutes without any errors. Further inspection found the encoder drive shaft does not rotate smoothly, exhibits binding and resistance due to a sticky clutch plate. This type of drive shaft issue is characteristic of normal wear and tear. Deburring of the clutch plate needs to be performed to remedy the customer reported issue of the stuck drive shaft. The autopulse platform is a reusable device and was manufactured in march 2014 and is more than 7 years old, well beyond the expected service life of 5 years. As part of routine service during testing, the platform was examined and found no physical damages. During archive data review, observed user advisory (ua) 02 (compression tracking error) and user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error messages to have occurred around the customer's reported event date, unrelated to the reported complaint. The (ua) 02 and (ua) 07 error messages were cleared by the customer. User advisory is normally a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. User advisory (ua) 02 is an indication that the platform has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. The recommended actions to take for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. Per the autopulse maintenance guide and autopulse user advisory list, advisory (ua) 07 occurs when the load sensing system has detected a weight/load imbalance between the two load cells. The device does not need to be performing compressions for this to occur; it may happen at any time when the device is powered on. User advisory 07 is an indication that the patient/manikin is out of position or the patient/manikin is not properly centered. The recommended actions to take for this type of user advisory are: ensure the patient/manikin is properly aligned, deploy the shoulder restraint to reduce patient/manikin movement, press restart to clear the ua. Waiting for the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
During the shift check, the user tried to rotate the drive shaft of the autopulse platform (sn (B)(4)) to the home position in order to remove the lifeband, however, the drive shaft remains stuck when they try to remove the lifeband clip out of it and could not be rotated to the home position. No patient involvement.